Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Whilst setting up for the next case, a brief run through of the surgeons plans were discussed with the scrub nurse. We assembled the poly extractor handle which was to be used and a small piece of metal broke off the tooth that sits on the periphery of the shell during extraction of the liner. The handle looked to be functioning correctly however we were not sure where this may have come from? The item broke whilst the scrub nurse was setting up for the next case.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
.